Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient did not experience any symptoms, and did not report any cgm values, but stated that at the time of the event the cgm reading was inaccurate. It was reported that the patient was sent to the hospital by his hcp, and when he arrived, the blood glucose level was too high to be measured. The patient received intravenous treatment with insulin and stayed for a total of 1 week in the hospital. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.